Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa) and tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds)(10831r113) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened 40-50 degrees. Troubleshooting was done; however, the issue did not resolve and the cds was removed from the patient. A new cds (10623r111) was advanced and placed on the valve, however it also failed efaa. Due to both clips requiring several grasping attempts, there was mitral valve tissue damage. It was decided to implant the clip but post-deployment the clip opened approximately 40 degrees. An additional clip was implanted to stabilize the clip that opened, and the procedure ended with a final mr of 1-2. There was a reported clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) could not be confirmed via returned device analysis. The reported inability to grasp leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the clip opening during efaa. The reported inability to grasp leaflets appears to be due to the clip open during efaa. The tissue injury appears to be due to the multiple grasping attempts. Tissue injury is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported delay to treatment/therapy was a result of case-specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling. This event was further reviewed by a clinical r&d staff engineer, and the reviewer stated that "one fluoroscopic video and one fluoroscopic still image were provided. In the video, the reported device can be visualized with the clip still attached to the delivery catheter indicating that the video was taken pre-deployment. The clip arms are opened to approximately 60°. It is unclear if this is the first or second device as both experienced efaa failures. In the still image provided, the clip is completely detached from the delivery catheter indicating that the clip had been deployed; no other clips are visible. The clip arms are opened to approximately 60° indicating that this is the second reported device as it was reported that the second clip used was deployed."